Event description:
This is a report of a home patient (hp) who passed away. The cause of death was unknown and it was unknown if an autopsy was performed. Therapy was ongoing until the time of the hp's death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. The device passed both the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Internal and external visual inspections performed revealed no problems. There were no failures or malfunctions identified that could have caused or contributed to the home patient passing away. A device history review was performed; there were no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.